Event description:
I was severely burned on my calf in two places. I used this therapy to apply heat to a calf muscle to allow it to relax. I did not have it on more than two hours. This was around thanksgiving time. I missed work days because of the severe pain and burn. We applied neosporin to help it heal. It did not heal rapidly. I finally went to dr in 2007. The dr prescribed a salve to help it heal. The dr allowed another two days of sick leave. It is now 2008. The scars from the burn are still there. I have pictures I can send you. I do not get paid for sick leave. I feel that besides the pain and suffering I experienced and the non-pay days I should be compensated more than the cost of the product. I reported this to chattem this date also. I understand there is a recall of this product. Dose or amount: applied patch to calf. Frequency: 2 hours. Route: unk. Dates of use: one day in 2007. Diagnosis or reason for use: calf muscle cramp. Event abated after use stopped or dose reduced? Yes.